Event description:
It was reported that the patient was having acute pain. Two days ago the patient had back pain ((B)(6) 2012) and frequent urination ((B)(6) 2012). The patient was diagnosed with an uti (urinary tract infection) on (B)(6) 2012. The patient was at the doctor's office approximately six months ago. She was able to strengthen her stimulation sensation a little. The patient has had the device for four years and the doctor's office told her it would last another two years. Additional information received reported that the patient's back pain was cut in half when she got the device implanted. She was implanted for leakage, and it also helped with her bladder. The patient was leaking really badly, going through 6 to 7 pads per day; she was previously going through 3 pads per day. The patient's back has "been working," and through the night, she was not feeling stimulation. The patient stated that starting monday she stopped feeling stimulation. Further information received reported that the patient met with her doctor on (B)(6) 2012 and her concerns were resolved.

Manufacturer narrative:
Product ID 3889-33, lot# v132935, serial#, implanted: 2008 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type programmer, patient.